Manufacturer narrative:
The stimulation lead body conductors were broken within 10 cm of the connector area. The lead was also found to be segmented 8.5 cm from the proximal end. Upon review of the analysis results, it was determined that eval code- conclusion and eval code-result no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See attached user facility medwatch.

Event description:
Additional information received from the healthcare provider (hcp) via medwatch reported that the implant lead stopped working/failed/broke on (B)(6) 2016 after it had been previously revised. It was found during revision surgerythat the lead just on the cranial side of the connection disconnected, and that the silastic covering was intact but the inner cover wiring was separated and disconencted. The connector and end of the cranial lead were placed back into the subpericranial pocket. About two weeks after (B)(6) a new lead replaced the fractured lead.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0rjna, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0rjna, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were high impedances of greater than 20,000 ohms on unknown pairs that needed to be reprogrammed around. Due to the reprogramming, the patient had questionable therapeutic benefit for sometime; it is unknown when the issue began occurring. It was also stated that during the explant of the lead, it was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.